Event description:
Complaint record states that during a preventive maintenance of the lift the emergency stop button was found to be missing on the control box. No patient impact. Reference MFR report 8030916-2014-00001.